Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-33, lot# v115893, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The caller said that the patient¿s device therapy wasn¿t working as well since she was last reprogrammed and the stimulation was set to increase/decrease at intervals of .05 instead of .1. The caller said that this was about 3 weeks ago. Additional information received reports that the device was explanted on (B)(6) 2014. There was a fifty percent or greater symptom reduction and the event cause was determined. It was device related and reprogramming was needed. The generator battery ran out. The loss of therapeutic effect was sudden and the loss of stimulation was sudden. The patient recovered without permanent impairment. It was reported that the patient was doing well after replacement of the new generator.